Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer's mother reported that n 4 reservoirs from the same box, leaks during filling reservoir, leaks on both o-rings not fluid in the pump,. Customer agreed to replace it.